Event description:
Report alleges pt became extremely fatigued, "along with all the same symptoms of silicone illness". Report also alleges pt had no health problems before having breast implants but slowly deteriorated and died because of the silicone illness.